Manufacturer narrative:
As no lot number was provided a DHR review could not be completed. Ous flex fr IFU (p/n 40002-06-3) lists the following as a potential adverse event: "extrusion or migration of the bone void filler, as is possible with any bone void filler, resulting in pain, neural impingement, physical impairment, irritation or wear of an articulating joint, or loss of function; any of which may require revision surgery." As such, no updates are required for the IFU. Based on the information available, a causal link between the flex fr product and the migration cannot be established.

Event description:
Patient had a plif, 2x 100mm flex fr strips were wrapped with patients own bone chips in surgical. These were placed down each side of the spine. The patient recovered well initially however came back with a query hematoma after 7 days. However when they reopened the wound the flex fr strips in the surgical had migrated into the spinal canal and were removed from the wound. This patient has had no further complications.